Event description:
Risk mgr reported, pt was found without respirations-full cardiopulmonary arrest, and CPR was initiated, resuscitator was obtained from code cart and observed to be missing mask. The complainant stated, the staff member called to the code reported the blue tape on polybagged resuscitator was present, prior to removing unit for use.